Event description:
It was reported that an anchor broke. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue on 10/15/2025 and stopped using the device a few days before it broke. The patient didn't suffer any harm/injury, and no medical intervention was required. The device was cleaned either with ever smile guard or a mixture of half water and half peroxide by the patient.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had no discoloration. General cleanliness - the returned device appeared to be clean. It was observed that an anchor was broken off. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4).